Event description:
The user facility reported a strong odor coming from their system 1e unit during the first drain of the chamber. The odor irritated her nose and eyes so she left the room until the processing cycle completed. No injuries to hospital staff or patients were reported. No procedural delays or cancellations occurred.

Manufacturer narrative:
A steris service technician arrived on-site to inspect the unit and found that the new drain line, with 90 degree fittings on both ends, that was installed during the last service activity was creating an increase in resistance for the water flow during the draining processes. The increased resistance caused the water to flow more forcefully, allowing vapor to form during the draining process, resulting in a strong odor. The technician removed the 90 degree hose fittings from the drain line and re-secured it to the drain. The technician ran several test cycles, confirmed the unit operational and returned it to service.